Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. A purge cassette was returned for evaluation. No pump was returned for evaluation. No visual abnormalities noted on purge cassette. Cassette was connected to console and purged for approximately 8 minutes and no leaks were observed. Data logs from field were reviewed and at time of placement signal not reliable alarm, all 5s parameters were consistent with an air gap and were able to all fully recover after about 2 hours. Clinical details noted that psnr alarms were resolved when physician shook impella cable. The root cause of the purge leak cannot be determined as no imc logs from field on day of purge leak were returned and the purge cassette serial number on day of issue cannot be confirmed. The root cause of the optical signal issue was most likely due to an airgap as it was resolved with manipulation of impella catheter. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a 68-year-old male noted as high-risk coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the impella had multiple failure alarms. There was a placement signal low, placement signal not reliable and position in aorta alarms. All these despite good pulsatibility in all curves. The physician manipulated and shook impella cable, and the problem was resolved. The impella position improved and confirmed via tte. The device was not removed as a result of the issue.